Event description:
Emt's responded to a witnessed cardiac arrest with bystander CPR in progress. The rptr stated the person had been down for approximately 2 minutes before CPR was started and 10 minutes before emt's arrived on the scene. The device was connected to the pt and the analyze button was pressed. The rptr stated the device connected for approximately 20 minutes with 12 analyses, each one with a no shock advised decision. The pt was transported to the hosp ER, but was not resuscitated. When the event ECG was reviewed, the ER physician and the emergency medical svc chief stated the device should have shocked the pt because the pt's rhythm was shockable.